Manufacturer narrative:
(B)(4): the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported to boston scientific corporation that an interject injection therapy needle was prepared for use in an esophagogastroduodenoscopy (egd) procedure performed on (B)(6), 2010. According to the complainant, during preparation for the procedure, the technician had difficulty removing the interject injection contrast needle from the plastic protective hoop. The technician was able to remove the needle from the hoop using additional force. The technician then tested the needle outside of the patient and some resistance was encountered when extending and retracting the needle from the sheath. The procedure was completed with another interject injection therapy needle. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.